Event description:
It was reported that the t-handle did not catch (reverse). The t-pal test implant could not be inserted properly when it was tightened with the same outer shaft and button. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. The t-handle with ratchet was tested for this function, and it was found that the ratchet mechanism did not work anymore. It is unknown how this defect was caused. Regarding the t-pal large trial implant, important traces of wear on the corner of the trial were noted. This happens only when the button is not on the end position when turning, which is considered improper use. No product failure could be detected. This complaint is indeterminate from a manufacturing standpoint.